Event description:
Patient had a cardiac catheterization with stent placement. The physician requested a liberte bare metal stent and was given a taxus liberte (drug eluting) stent. The taxus liberte was deployed and documented by nursing in the patient's medical record. The patient was given a wallet card bearing this information. The physician documented in the medical record that he inserted a bare metal stent. Several months later in the process of clearing the patient for knee surgery, the patient's primary care provider wanted/needed to discontinue the antiplatelets and discovered a discrepancy between the stent he thought had been inserted vs. The information provided to him by the doctor who performed catheterization/stent placement. There was no harm to the patient; however, it was thought that the surgery might be delayed due to the need to continue aspirin and plavix therapy. The physician who placed the stent stated that packaging for both stents are identical, same box, same labeling. He does not see the box, and is only handed the equipment. The device type is "microscopically stamped" on the equipment itself but "who can see that?"